Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.

Event description:
It was reported that patient enrolled in clinical study underwent left total hip arthroplasty (B)(6) 2003. A subsequent revision procedure was performed (B)(6) 2009 to irrigate and debride and remove a trochanteric claw. Review of invoice history shows no evidence of a trochanteric claw being invoiced for this patient. No further information has been provided.